Event description:
During a procedure, the physician found a defect in the spring and was unable to collect the sample. The procedure was completed with a new product. No patient injury or harm.

Manufacturer narrative:
The suspect device was returned for evaluation. The sample was unable to collect a sample in a mode. The device failure mode was updated to have insufficient sampling. The root cause was not determined. A search of the complaint database was performed and seven similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.